Event description:
On 03/25/2022, it was reported by a sales representative via sems that a ar-6480 dw pumps calibration is off, it is not keeping up with the flow the doctor needs. This occurred during an unknown case, with no patient effect reported.

Manufacturer narrative:
See attached for supplier evaluation.